Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locked properly in place in the reservoir compartment noted. The pump passed the displacement test, rewind test and self test. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked retainer, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged cracked case (corner of belt clip rails) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1885 that was returned for product analysis.